Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 22ml fill 1: 2003ml drain 1: 2544ml fill 2: 2003ml drain 2: 5384ml the reported drain volume of 5384ml was 269% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test, system air leak test and mushroom head check passed. The load cell verification was within tolerance. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was fluid within pneumatic filter¿s hp2. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 22ml fill 1: 2003ml drain 1: 2544ml fill 2: 2003ml drain 2: 5384ml the reported drain volume of 5384ml was 269% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.